Manufacturer narrative:
Histopathological report does not clearly indicate the presence or absence of cd30+ or alk-, therefore bia-alcl has not been confirmed. Continued e.1 phone number: (B)(6). Continued e.1 postal code: (B)(6). The events of capsular contracture and lymphoma-alcl-suspected are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, lymphoma-alcl-suspected; presence of cd30+ and alk- has not clearly been indicated.

Event description:
Healthcare professional reported "capsule contracture grade iii/IV according to baker" and "implant-associated anaplastic large cell lymphoma". Confirmation of the diagnosis in an oncohematological center is necessary. Histopathological report does not clearly indicate the presence or absence of cd30+ or alk-, therefore bia-alcl has not been confirmed. This record is for the left side. Device was explanted.